Manufacturer narrative:
(B)(4). Date sent to the FDA; 2/17/2021. Additional information: h6 component code: g07002 ¿ conforming device. Additional h3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual inspection of five unopened samples and no defects or pin holes were found on the package. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Visual inspection was conducted on the pictures received. Visual analysis of the three pictures determined that three unopened sample of product code m8557 were received for evaluation. Hole in the overwrap packet defect could be observed on samples. The visual inspection concluded that the sterile barrier was compromised due to pin holes were observed on the packages. The hole in the overwrap package defect have been correlated to the manufacturing process. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number qabdqa, and no non-conformances related to the reported complaint condition were identified. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one unopened sample of product code m8557 was received for evaluation. Hole in the overwrap packet defect could be observed on the sample. The visual inspection concluded that the sterile barrier was compromised due to pin holes were observed on the overwrap packet and straight pack folder caused by the tip needle. The hole in the overwrap package and incorrect needle park defects have been correlated to the manufacturing process. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Based on the information currently available, the hole in the overwrap package and incorrect needle park was identified during the investigation of the sample received. This product issue will be addressed through the quality system. Additional information was requested and the following was obtained: please clarify how many sutures presented the issue, the event description mentions just 1 and the quantity involved says 3? Rep reported one first one needle was exposed. The other 2 noticed were perforated for a total 3. Event day? Unknown additional information was requested and the following was obtained: what is meant by ¿scratch¿? Did the needle penetrate the nurse¿s skin? Was any care required for the scratch? Please specify was any medication prescribed? Was any suturing required? Were there any adverse consequences to the nurse? Rep reported nurse did not require intervention. There were no adverse consequences. 'Scratch' means no skin penetration. No care was required. No medication was prescribed. No suturing was required. Note: events reported 2210968-2021-01526 and 2210968-2021-01527.

Event description:
It was reported that a patient a CABG on an unknown date and suture was used. During the procedure, prior to use on the patient, when the circulator nurse went to open the suture pack one of the needles was exposed and scratched her finger. Another like device from another box was used to complete the procedure. There were no adverse consequences to the nurse. No additional information was provided.